Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 12/28/24. The user's mother reported the ilet issued an occlusion alarm during the night, which went unnoticed until 7:00 am. The device also repeatedly alerted to restart the ilet. The user's mother took them to the hospital, where they were treated with an insulin drip, saline, and instructed to drink water every three hours. The user experienced vomiting, weakness, and nearly passed out, requiring hospital staff assistance to walk. Blood glucose levels remained high for approximately eight hours, with both fingerstick and dexcom g7 continuous glucose monitor (cgm) readings showing "high" (>400 mg/dl). The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. Following discharge, the mother stated the ilet continues to issue restart and occlusion alarms despite having no supplies connected. The user remains on the ilet, and a replacement device was overnighted.